Manufacturer narrative:
According to the local siemens service engineer, the in-house biomedical engineer at the user facility checked the unit (siemens arcadis orbic) and determined that the arcadis orbic was operating within specifications. The biomedical engineer reported this issue to (B)(6) who conducted their own investigation of the navigation system and filed an MDR report 0001811755-2013-02194 to the FDA. According to (B)(6), the navigation system is working properly. There is no information regarding the patient outcome. The user committed to following up with additional information after completing an internal investigation. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted 10/22/2013.

Event description:
On (B)(4) 2013, siemens was notified by (B)(6) that during a surgical procedure with the arcadis orbic system and stryker navigation system; a navigated screw was placed outside of the pedicle.